Manufacturer narrative:
Investigation: the customer returned a used trima set for investigation. Visual inspection of the set confirmed there were no kinks, missing parts or misassemblies. The presence of blood was noted throughout the set. Closer inspection noted the presence of rbc's in the platelet and plasma lines from centrifuge, platelet line through the cassette into the platelet pump header, platelet recirculation line and platelet bag line. The clamps were observed to be on the correct lines and in the closed position. Clumping was noted in the aps, inlet trap, reservoir, channel and return pump header. A witness mark on the lower hex indicated the set had been loaded optimally in the centrifuge. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. There was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6).this product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. There was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6) this product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: the customer returned a used trima set for investigation. Visual inspection of the set confirmed there were no kinks, missing parts or misassemblies. The presence of blood was noted throughout the set. Closer inspection noted the presence of rbc's in the platelet and plasma lines from centrifuge, platelet line through the cassette into the platelet pump header, platelet recirculation line and platelet bag line. The clamps were observed to be on the correct lines and in the closed position. Clumping was noted in the aps, inlet trap, reservoir, channel and return pump header. A witness mark on the lower hex indicated the set had been loaded optimally in the centrifuge. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. The analysis of the run data file during the pas addition showed rbcs consistently passed the rbc detector from the beginning of the process. This can happen if one or more of the 3 channel clamps are left open or if partial occluded during the pas addition phase. If these clamps are not fully occluding the channel line, fluid from the channel containing rbcs and wbcs, is pulled up and can enter the product bags causing the product to turn pink or red. During the pas addition phase, the device monitors the correct closing of the channel line clamps. A ¿channel line clamp error¿ is generated when the device cannot verify that the channel lines are completely occluded. The verification during the addition phase is based on a change of the rbc detector reading. If the reading increases too much beyond the baseline, then a ¿channel line clamp error¿ alert is generated. The procedure is flagged for potential wbc contamination. No further reporting will be provided as this does not represent a reportable event. It was confirmed that the trima machine operated as intended by flagging the product to verify wbcs.